Manufacturer narrative:
Bottle 9 (ethanol) was removed from the instrument for approximately six seconds, in response to information displayed in association with an error code indicating that a protocol could not be scheduled, because the final reagent threshold for ethanol was not met by any of the bottles designated as ethanol. The properties of the reagent station were reset, which sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The instrument logs confirm that a user set the ethanol concentration to the default value of 100% at 16:49om on (B)(6) 2015. However, the actual ethanol concentration in bottle 9 remained unchanged at 58.2% because the reagent had not been replaced. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the affected protocol. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual.

Event description:
On 17 september 2015, leica biosystems was advised that "tissue badly processed". On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on 17 september 2015. The fse measured the ethanol concentration in the bottles designated for this reagent using a hydrometer; and performed a test for water on reagent bottles designated as xylene. The fse found that the variance between the measured ethanol concentration and that calculated by instrument software was exceeded the acceptable limit for bottle 9. The ethanol concentration in bottle 9 was 50% and the calculated concentration by the instrument software was 100%. The fse performed system verification tests, for which all results were satisfactory; and instructed the laboratory to replace all the reagents on the instrument at the time of the event. Information as to whether the tissue samples exhibiting sub-optimal tissue processing were diagnosable has not been provided to leica biosystems, despite several requests being made to the laboratory.